Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. The reported issue could not be verified in the event history log (ehl). An accuracy test was performed and the reported issue was not duplicated, however the air detector was found to be loose and the keypad dose button was intermittently not working as intended. The pump passed the accuracy delivery range. As a result, the air detector was glued in placed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump failed accuracy test. It is unknown if there was patient involvement, no adverse patient effects were reported.